Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low bipolar pacing impedance and many low impedance readings have been recorded. It was also noted that atrial high rate episodes were appearing as noise. The lead remains in use. No patient complications have been reported as a result of this event.